Manufacturer narrative:
(B)(4).this is a report of a patient who was connected to the patient line prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps when performing peritoneal dialysis therapy on the homechoice machine. The patient use error was further specified as the patient connected themselves to the patient line during the priming phase of therapy. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.